Event description:
A pt was undergoing a prostate seed implant in (B) (6) using with seedselectron. The treatment intended to implant (51) I-125 seeds. There was a problem with the delivery tube through which the seeds are placed in the prostate, as a result, 31 seeds were placed correctly, 14 seeds stayed in the needles; 4 seeds stayed in the base plane; 2 seeds stayed in the perineum. Manual methods were used to implant 18 of the 20 seeds not delivered by the seedselectron device. The 2 seeds in the perineum could not be removed. As such the perineum received an unintended dose of radiation.

Manufacturer narrative:
In the delivery tube component there is flange which is fixated to the delivery tube via a crimp. Upon investigation, the crimp was found incomplete. As a result, the flange was displaced and prevented proper needle retraction which prevented proper placement of the I-125 seeds. This is the first noted occurrence out of 9000 units. All units in stock were inspected. They were adequate.